Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician experienced difficulty removing the setscrew from the active electrode during the implant procedure. No adverse consequences were reported.